Event description:
User advanced the needle through fuji endoscopy to desired position and complete the first biopsy. User detected the needle broken during second attempt( right upper lung), the broken needle tip was in target area. User retracted the device from patient and took the broken needle tip from target area by forceps. ((B)(4) user error incorrect scope used). User then changed to another same device to complete the procedure. Note: user error incorrect fuji scope used. "A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence." If the report involves a kink or bend in the needle, where is this located on the device (handle end or patient end)? Patient end. Please describe the location in the body for the intended target site (pancreas, stomach, etc). Lung. Please describe the size of the intended target site. 2.5x1.5cm. What is the endoscope manufacturer and model number that was used with this device? Olympus bf-uc260f. Was gaining access to the targeted site difficult? Yes. Was the endoscope in a flexed or twisted position at any time during the procedure? Yes. Was needle penetration of the targeted site difficult? No. Was the stylet in place inside the needle when advancing into the targeted site? Yes. How many biopsies were obtained with use of this needle? 1. Did any section of the device detach inside the patient? No. If not with the device in question, how was the procedure performed and/or finished? With another same device to complete the procedure.

Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report is being submitted due to lab evaluation completed on 06 october 2022 visual inspection: distal end of needle examined and observed to be broken approximately 3.1 cm from the tip of the sheath. Stylet was not returned functional inspection: sheath extender able to advance and retracts with no issue. Needle able to advance and retract with no issue

Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 05-dec-2022.

Manufacturer narrative:
PMA 510k #k210476. Device evaluation: 1 unit of lot c1823950 of echo-hd-22-ebus-o was returned opened in its original packaging. Clarification was requested as follows; ¿can you please clarify what type of scope was used in the procedure related to this complaint as there are different scopes detailed in the ¿description of event¿ and q.4 of the additional questions (see snippets below)¿ reply was received as follows; ¿customer just confirmed the endoscopy is fuji bronchoendoscope.¿ lab evaluation: the device related to this occurrence underwent a laboratory evaluation on (B)(6) 2022. The needle was observed to be broken approx.3.1cm from the tip of the sheath. The broken needle tip was returned separately. Document review including IFU review: prior to distribution, all echo-hd-22-ebus-o devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-22-ebus-o of lot number c1823950 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1823950. The notes section of the instructions for use, ifu0051-9, which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿ and "this device is intended for use with an olympus ebus scope". There is evidence to suggest that the customer did not follow the instructions for use in relation to the type of scope used (ifu0051-9). Root cause review: a definitive root cause could be attributed to user error as the user used the device with an incompatible device, as per information provided, a fuji scope was used and as per IFU ¿this device is intended for use with an olympus ebus scope¿, therefore the user did not follow the instructions for use. It is not possible to know how the device performs with an incompatible device therefore the distal needle break could have been induced by the scope. It is also possible that the needle may have hit or passed hard cartilage leading to the distal end of the needle to break during the second puncture attempt. Another possible root cause could be attributed to the device being used in a flexed or twisted position as per additional information resulting in the distal part of the needle to break. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The broken needle tip was removed from the patient with a forceps. Complaints of this nature will continue to be monitored for potential emerging trends.